Event description:
It was reported the front screen had been cracked / damaged. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) lens is cracked. Analysis also found the upper case is dented (affecting keyboard fit). Upper, case, lower case, and both bail covers are broken. Ring and ring cover are missing. Battery contacts are compressed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.